Manufacturer narrative:
Per the user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous fluctuating blood glucose (bg) levels (lowest of 50 mg/dl and highest of 325 mg/dl). Reportedly, the customer experienced diabetic ketoacidosis (dka) and was admitted into the hospital with a bg level of 195 mg/dl. Suspected cause of bg level/dka was unknown; however, the cartridge and insulin was in use for 10 days. The pump had annunciated multiple high and low blood glucose alerts. No issues were observed with the infusion tubing or cannula. Customer delivered correction boluses, administered manual injections, increased the basal rate by 200% and set a temporary basal rate to address bg/dka. While at the hospital, the customer was treated with corrections via the pump and infusion drip for hydration. Additionally, a blood test and urine test was performed. The customer left the hospital 5 days later with a bg level of 145 (mg/dl) with ketone levels having gone down. A complete supply change was performed along with filling a new cartridge with insulin. The customer consulted with a representative and discussed the pump settings and features. Additionally, the customer was instructed on the pump labeling instructions.